Event description:
A malfunction was reported with a code malf 12, and technical support assistance was required. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was using multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address, instructed the customer on how to store the pump, and advised returning it using a pre-paid label within ten days, which the customer understood and acknowledged.